Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer encountered fault on universal surgical manipulator (usm) 1 that could not be recovered and usm 1 was disabled, case was continued as a three-arm system configuration. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. The unit was analyzed and ¿23000¿ error was reported by both the user and the fse, indicating a ¿pot over travel limit¿ on the 0x3 axis. During visual inspection, rust was observed around the carriage gearbox, which could be related to the reported event. The usm was installed onto a patient side cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage isa was further inspected, and no faults could be identified. The complaint was confirmed by failure analysis.